Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: complaint: package damaged-defective-other. Vent plug loose-missing. Device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. This complaint is classified as MDR. Findings: a total of (B)(4) units were manufactured on nexiva line 1 starting on mar 22, 2017 through mar 23, 2017. All challenges were successful and no quality related findings were discovered. Set-up and in process samples including (but not limited to) package water/leak test and damaged-improperly formed trays as well as missing vent plug (vision-challenge) passed per specification. Investigation conclusion: received 11 unused units inside sealed packages from lot number 7080941. Two (2) of the 11 received packages were not well formed and appeared to be ¿melted¿. The seal was compromised and it had been ¿burst¿. Three (3) of the 11 observed the vent plugs were present inside the packages but not attached to the dual adapters. Package integrity - the defect was confirmed through the investigation. The clear plastic pocket shrunk back and caused a gap in the seal. Vent plug - the defect was confirmed through the investigation. The vent plugs were loose in the package. Root cause description: package integrity - the cause of the defect was the shrink back of the package. Why the package shrunk back on these two packages and not the other units provided was not determined. Vent plug - the cause of the vent plug falling out is the relaxation of the material during sterilization.

Event description:
It was reported that the packaging on a bd nexiva¿ dual port with cap 22ga 1.00in (0.9 mm x 25 mm) was warped and the seal was not intact. Report of product missing vent plug from y-connection. No injury or medical intervention.